Event description:
Boston scientific received information that low shock impedances were detected on the right ventricular lead associated with this device. Additional information was received that two months after the initial allegation on the right ventricular lead, low shock impedances were once again detected. In addition to the impedance issue, numerous episodes of noise and oversensing were noted on all three electrocardiogram channels of this device due to suspected electromagnetic interference (emi). No pacing inhibition or inappropriate shocks were noted due to this issue. The patient was scheduled for a follow up in the near future to further evaluate the shock system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the issue was reviewed at the emergency room after the patient received anti-tachy pacing and one shock for an event that appeared to be supraventricular tachycardia. The shock impedance for the therapy was 45 ohms, and numerous measurements showed the impedance appeared to be stable between 50 and 60 ohms. At this time, no further intervention is required and no additional adverse patient effects were reported. The physician will continue to monitor the patient. No adverse patient effects were reported.